Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4)

Event description:
A center manager reported sticky flaps and the ablation pattern was "slight off" in unknown eye during lasik flap procedure. Additional information has been requested.

Manufacturer narrative:
Duplicated report. Original reported event was filed under 3003288808-2015-06923. A supplemental report with investigation conclusion will be provided under 3003288808-2015-06923. (B)(4).